Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The catheter was returned. Two blue hooks were detached from the catheter and not returned. The handle, the barrel and the string were also returned. The inner diameter of the loading catheter, the length of the loading catheter and the length of the stylet wire were verified and found to be within the appropriate manufacturing specification. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.

Event description:
The following information was provided by the cook area representative based on comments made by the user: a cook 6 shooter saeed multi-band ligator was selected for the procedure. When the medical staff was attempting to load the ligator onto the endoscope in preparation for the procedure, the blue hook broke from the loading catheter at both ends. The endoscope was outside the patient so they simply opened a new device. No other difficulties were experienced. This occurred during the loading process; the loading catheter was not located inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.